Event description:
Patient reported via distributor right side "rupture." The device has been explanted.

Manufacturer narrative:
Partial implant date: (B)(6) 2011. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: ¿rupture¿.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified one extended opening, fold creases and brown particles material was found on the shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one sharp edge opening in the shell with nick other and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp edge opening in the shell with nick in the side posterior assessed as surgical impact opening.

Event description:
Patient reported via distributor right side "rupture." The device has been explanted.